Event description:
It was reported the pt was occasionally unable to establish telemetry between his ipg and charger. He stated he was last able to charge about two weeks ago and subsequently lost stimulation. A replacement programmer and charger allegedly were unable to communicate with the ipg. It was reported the pt is seeing his physician for a consultation appointment regarding this issue. No further info is available at this time.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.